Event description:
The report from the affiliate indicated that approximately thirty-three (33) months after the index procedure, the patient came to another prefecture for a sporting event. He developed an acute myocardial infarction (ami) and was taken emergently to another hospital (other than the hospital for the index procedure). Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.5 x 18 mm stent. The very late thrombosis was treated by balloon angioplasty using a kongo 3.5 x 15 mm balloon at unknown pressure/duration. The patient was reported to have recovered and was discharged from the hospital eight (8) days later. The physician's comment regarding the possible cause of the thrombotic event was that the patient did not take his aspirin (which he forgot to take on his trip) and that he was possibly dehydrated from playing sports.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal left anterior descending (lad) artery. The lesion was reported to be: concentric, a restenosis (previous ptca), 12.2 mm in length, vessel diameter of 4.0 mm, and type b1. The lesion was not pre-dilated. A cypher 3.5 x 18 mm stent was implanted at 10 atm for 60 sec. The stent was post-dilated with a 4.0 x 12 mm balloon at 18 atm for 60 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. An act was not measured. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that device is distributed outside the united states, however, it is similar to the united states product.